Event description:
It was reported that during an unk procedure, surgeon was facing some difficulty on closing the closing trigger of stapler, but managed to close it. Surgeon was not able to fully fire the 3+1 stroke, managed to open the jaw by returning the knife. A brand new sterile stapler was opened for 2nd firing. Same issue happened as the 1st firing, surgeon was not able to continue stapling after the 2nd stroke. Guided surgeon to manually return the knife but the firing trigger failed to fire plastic to plastic. Surgeon managed to remove the stapler together with trocar from the patient after resect some part of the tissue that was intended to cut and stapler. The surgery was completed successfully without any patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # 106c84. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the anvil bent upwards, the joint cover damaged, the jaws and closing trigger in the closed position and with one ecr60g reload loaded in the device. The reload was received partially fired 2/3 and with damage on the cartridge deck. After further evaluation, the device could not be opened. Also, the device was returned with the anvil knife slot damaged, the device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. No functional test was performed due to the condition. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. The damage on the knife is consistent with applying a high force to the firing trigger on a locked device. Device history review: a manufacturing record evaluation was performed for the finished device batch number 106c84, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Please explain what "plastic to plastic" entails ans: refer to attachment: in-service troubleshooting steps pg 1, step 3 2. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Ans: firing sequence started but not complete hence the staples not completely formed 3. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Ans: cannot tell as the jaw could not open since the firing sequence cannot be completed. 4. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Ans: cannot open the jaw despite following the in-service troubleshooting steps (as attached).